Manufacturer narrative:
The referenced maj-1080 was returned to olympus medical systems corp.(omsc) for evaluation. Omsc confirmed the maj-1080 and found that there was the tear of the covering of the hose which seemed to be caused by the force from the inside.omsc returned the maj-1080 to the manufacturer of the maj-1080 for further investigation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus was informed that during the unspecified procedure, the cylinder hose maj-1080 ruptured. The facility changed the maj-1080 to the other similar device and the procedure was completed. There was no report of the patient¿s injury regarding this event.

Manufacturer narrative:
The referenced maj-1080 was returned to the manufacturer of the maj-1080. The manufacturer confirmed the maj-1080 and found that the inner tube of the maj-1080 had the deformation due to the buckling and the crack. The manufacturer reported that the co2 diffluence from the crack occurred, then it caused the rupture of the covering of the maj-1080. Furthermore, the maj-1080 was used for fifteen years. Omsc concluded that the deformation and crack of the maj-1080 might be attributed to the deterioration due to the inappropriate handling by the user and/or the very long term-use. Also, olympus stated in the instruction manual for the appropriate handling, the inspection before use and the counter-measures against the irregularity of the maj-1080. There were no further details provided. If significant additional information is received, this report will be supplemented.